Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited rubber peeling off during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable was disconnected, an image abnormality occurred, and a watertightness defect occurred. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the presence of grease residue on the cable stress boot on the body side indicates that stress was applied to the cable stress boot on the body side, leading to peeling. Therefore, it is assumed that the cable stress boot on the body side could not be fixed, leading to the disconnection of the cable stress boot and the disconnection of the wire. For watertightness defect the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.